Event description:
It was reported that the patient experienced pocket twitching. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.